Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("found one of the coils and not the other") and pelvic pain ("chronic pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2009, miscarriage, nephrectomy in 2005, multimorbidity, tubal ligation in (B)(6) 2010 and nephrectomy in 2004. She does not report any new abdominal trauma. She's been able to eat and drink reasonably well. No blood or black stools reported, there is no blood in the urine and no reports of dysuria. Previously administered products included for pregnancy prevention: mirena in 2009; for an unreported indication: depoprovera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, cardiomyopathy (medication-2009-present), hypertension, carpal tunnel syndrome, anemia, sciatica, sickle cell trait, neck pain, intervertebral disc displacement, chronic back pain, wrist pain, obstructive sleep apnea syndrome, allergic reaction to analgesics, non-smoker, lumbar radiculitis, chronic pain, shortness of breath, fatigue, normocytic anemia, abdominal pain, depressive disorder, pericardial mass, vitamin d deficiency, vaginal odour, asthma, diaphoresis, c-section, abdominal bloating, tenderness, vaginitis, bacterial infection, knee pain, acid reflux (oesophageal), acute pharyngitis, cough, spotting vaginal, perineal pain, depression and leukocytosis. Family history included cancer (nos) (maternal and paternal grandparents), blood pressure high, diabetes, stroke and prostate cancer (brother). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy and abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and headache ("headache"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine leiomyoma ("uterine fibroids"), abdominal pain ("severe abdominal pain"), arthralgia ("severe hip pain"), intra-abdominal haemorrhage ("abdominal bleeding") and abdominal pain lower ("cramping"). The patient was treated with pill, gabapentin, surgery (total abdominal hysterectomy with bilateral salpingectomy and cystoscopy/removal of tumor) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine leiomyoma, abdominal pain, arthralgia and headache outcome was unknown and the female sexual dysfunction, migraine, nausea, weight increased, vaginal discharge, intra-abdominal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed placement and full occlusion both tubes. On (B)(6) 2010 hysterosalpingogr am-pg: findings:2 essure devices are identified, one in either fallopian tube. Contrast opacifies the uterus normally without evidence of filling defect. No contrast is noted to enter the fallopian tubes or traverse the essure devices. Impression: bilateral tubal obstruction is confirmed. (B)(6) 2011:renal ultrasound:impression: ectopic right kidney located in right lower quadrant. Peripelvic cyst, 2.7 cm. There is a second cyst or fullness of renal calyces. Normal pre- and post void urinary bladder study. Surgical absence of left kidney (B)(6) 2012:CT abdomen/ pelvic w/o contrast:impression:surgical absence of left kidney. Ectopic right kidney in the lower abdomen, to the right sided on the midline at about the level of l5/sl. Cystic mass of the ectopic kidney, 2.7 cm. Presence of catheter or stent anterolaterally at the region of uterine fundus bilaterally probably in fallopian tubes (B)(6) 2012:cta chest [315 images):impression: no evidence of pulmonary embolism. Complex cyst or mass along the right heart border as above 1 etiology is indeterminant. (B)(6) 2014:lumbar spine complete 5 views: impression: metallic surgical clips abdomen and pelvis. Lumbar spine within normal limits. (B)(6) 2014:MRI l-spine w/o contrastimpression: there is no evidence of .significant spinal canal stenosis or neural foraminal stenosis. No disc herniations or bulges are seen at any level. There are no bone marrow signal abnormalities to suggest fracture, neoplastic disease, or infection (B)(6) 2014:us pelvis trans abdominal:impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:pelvis ultrasound: impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:vaginal pathogen panel: gardnerella vaginalis positive (B)(6) 2015:us pelvis trans abdominal:impression:two small fibroids in anterior and posterior uterine fundus, complex cyst or cystic follicle , left ovary, 1.0 x 1.1 cm. (B)(6) 2015:pelvis us:impression: two small fibroids in anterior and posterior uterine fundus. Complex cyst or cystic follicle , left ovary , 1.0 x 1.1 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Following event; headache were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("found one of the coils and not the other") and pelvic pain ("chronic pelvic pain/ pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2009 and miscarriage. Previously administered products included for pregnancy prevention: mirena in 2009. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight and cardiomyopathy (medication-2009-present). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia ("heavy and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroids"). On (B)(6) 2016, 5 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), arthralgia ("severe hip pain"), intra-abdominal haemorrhage ("abdominal bleeding") and abdominal pain lower ("cramping"). The patient was treated with pill, surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, uterine leiomyoma, abdominal pain and arthralgia outcome was unknown and the sexual dysfunction, migraine, nausea, weight increased, vaginal discharge, intra-abdominal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, sexual dysfunction, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed placement and full occlusion both tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, found one of the coils and not the other, nausea, dysmenorrhea (cramping),pain, weight gain, uterine fibroids, severe abdominal pain, severe hip pain, vaginal discharge and abdominal bleeding. Historical conditions, concomitant conditions, concomitant drugs and historical drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one of the coils and not the other') and pelvic pain ('chronic pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in (B)(6) 2010, live birth on (B)(6) 2009, nephrectomy in 2005, nephrectomy in 2004, gravida ii, miscarriage and multimorbidity. She does not report any new abdominal trauma. She's been able to eat and drink reasonably well. No blood or black stools reported, there is no blood in the urine and no reports of dysuria. Previously administered products included for pregnancy prevention: mirena in 2009; for an unreported indication: depoprovera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, cardiomyopathy (medication-2009-present), hypertension, carpal tunnel syndrome, anemia, sciatica, sickle cell trait, neck pain, intervertebral disc displacement, chronic back pain, wrist pain, obstructive sleep apnea syndrome, allergic reaction to analgesics, non-smoker, lumbar radiculitis, chronic pain, shortness of breath, fatigue, normocytic anemia, abdominal pain, depressive disorder, pericardial mass, vitamin d deficiency, vaginal odour, asthma, diaphoresis, c-section, abdominal bloating, tenderness, vaginitis, bacterial infection, knee pain, acid reflux (oesophageal), acute pharyngitis, cough, spotting vaginal, perineal pain, depression and leukocytosis. Family history included cancer (maternal and paternal grandparents), blood pressure high, diabetes, stroke and prostate cancer (brother). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy and abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and headache ("headache"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 5 years 4 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced abdominal pain ("severe abdominal pain"), arthralgia ("severe hip pain"), intra-abdominal haemorrhage ("abdominal bleeding") and abdominal pain lower ("cramping"). The patient was treated with gabapentin, pill and surgery (total abdominal hysterectomy with bilateral salpingectomy and cystoscopy/removal of tumor and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, uterine leiomyoma, abdominal pain, arthralgia and headache outcome was unknown and the female sexual dysfunction, migraine, nausea, weight increased, vaginal discharge, intra-abdominal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, heavy menstrual bleeding, intra-abdominal haemorrhage, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirmed placement and full occlusion both tubes. On (B)(6) 2010 hysterosalpingogr am-pg: findings:2 essure devices are identified, one in either fallopian tube. Contrast opacifies the uterus normally without evidence of filling defect. No contrast is noted to enter the fallopian tubes or traverse the essure devices. Impression: bilateral tubal obstruction is confirmed. (B)(6)2011:renal ultrasound:impression: ectopic right kidney located in right lower quadrant. Peripelvic cyst, 2.7 cm. There is a second cyst or fullness of renal calyces. Normal pre- and post void urinary bladder study. Surgical absence of left kidney (B)(6) 2012:CT abdomen/ pelvic w/o contrast:impression:surgical absence of left kidney. Ectopic right kidney in the lower abdomen, to the right sided on the midline at about the level of l5/sl. Cystic mass of the ectopic kidney, 2.7 cm. Presence of catheter or stent anterolaterally at the region of uterine fundus bilaterally probably in fallopian tubes (B)(6) 2012:cta chest [315 images):impression: no evidence of pulmonary embolism. Complex cyst or mass along the right heart border as above 1 etiology is indeterminant. (B)(6)2014:lumbar spine complete 5 views: impression: metallic surgical clips abdomen and pelvis. Lumbar spine within normal limits. (B)(6) 2014:MRI l-spine w/o contrastimpression: there is no evidence of .significant spinal canal stenosis or neural foraminal stenosis. No disc herniations or bulges are seen at any level. There are no bone marrow signal abnormalities to suggest fracture, neoplastic disease, or infection. (B)(6) 2014:us pelvis trans abdominal:impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:pelvis ultrasound: impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:vaginal pathogen panel: gardnerella vaginalis positive (B)(6) 2015:us pelvis trans abdominal:impression:two small fibroids in anterior and posterior uterine fundus, complex cyst or cystic follicle , left ovary, 1.0 x 1.1 cm. (B)(6) 2015:pelvis us:impression: two small fibroids in anterior and posterior uterine fundus. Complex cyst or cystic follicle , left ovary , 1.0 x 1.1 cm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one of the coils and not the other') and pelvic pain ('chronic pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation in (B)(6) 2010, live birth on (B)(6) 2009, nephrectomy in 2005, nephrectomy in 2004, gravida ii, miscarriage and multimorbidity. She does not report any new abdominal trauma. She's been able to eat and drink reasonably well. No blood or black stools reported, there is no blood in the urine and no reports of dysuria. Previously administered products included for pregnancy prevention: mirena in 2009; for an unreported indication: depoprovera. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, cardiomyopathy (medication-2009-present), hypertension, carpal tunnel syndrome, anemia, sciatica, sickle cell trait, neck pain, intervertebral disc displacement, chronic back pain, wrist pain, obstructive sleep apnea syndrome, allergic reaction to analgesics, non-smoker, lumbar radiculitis, chronic pain, shortness of breath, fatigue, normocytic anemia, abdominal pain, depressive disorder, pericardial mass, vitamin d deficiency, vaginal odour, asthma, diaphoresis, c-section, abdominal bloating, tenderness, vaginitis, bacterial infection, knee pain, acid reflux (oesophageal), acute pharyngitis, cough, spotting vaginal, perineal pain, depression and leukocytosis. Family history included cancer (maternal and paternal grandparents), blood pressure high, diabetes, stroke and prostate cancer (brother). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy and abnormal bleeding during menstruation/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and headache ("headache"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 5 years 4 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced abdominal pain ("severe abdominal pain"), arthralgia ("severe hip pain"), intra-abdominal haemorrhage ("abdominal bleeding") and abdominal pain lower ("cramping"). The patient was treated with gabapentin, pill and surgery (total abdominal hysterectomy with bilateral salpingectomy and cystoscopy/removal of tumor and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, uterine leiomyoma, abdominal pain, arthralgia and headache outcome was unknown and the female sexual dysfunction, migraine, nausea, weight increased, vaginal discharge, intra-abdominal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, device dislocation, dysmenorrhoea, female sexual dysfunction, headache, heavy menstrual bleeding, intra-abdominal haemorrhage, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: confirmed placement and full occlusion both tubes. On (B)(6) 2010 hysterosalpingogr am-pg: findings:2 essure devices are identified, one in either fallopian tube. Contrast opacifies the uterus normally without evidence of filling defect. No contrast is noted to enter the fallopian tubes or traverse the essure devices. Impression: bilateral tubal obstruction is confirmed. (B)(6) 2011:renal ultrasound:impression: ectopic right kidney located in right lower quadrant. Peripelvic cyst, 2.7 cm. There is a second cyst or fullness of renal calyces. Normal pre- and post void urinary bladder study. Surgical absence of left kidney (B)(6) 2012:CT abdomen/ pelvic w/o contrast:impression:surgical absence of left kidney. Ectopic right kidney in the lower abdomen, to the right sided on the midline at about the level of l5/sl. Cystic mass of the ectopic kidney, 2.7 cm. Presence of catheter or stent anterolaterally at the region of uterine fundus bilaterally probably in fallopian tubes (B)(6) 2012:cta chest [315 images):impression: no evidence of pulmonary embolism. Complex cyst or mass along the right heart border as above 1 etiology is indeterminant. (B)(6) 2014:lumbar spine complete 5 views: impression: metallic surgical clips abdomen and pelvis. Lumbar spine within normal limits. (B)(6) 2014:MRI l-spine w/o contrastimpression: there is no evidence of .significant spinal canal stenosis or neural foraminal stenosis. No disc herniations or bulges are seen at any level. There are no bone marrow signal abnormalities to suggest fracture, neoplastic disease, or infection (B)(6) 2014:us pelvis trans abdominal:impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:pelvis ultrasound: impression: intramural uterine leiomyoma without endometrial distortion. Otherwise, no ovarian or other pelvic mass (B)(6) 2015:vaginal pathogen panel: gardnerella vaginalis positive (B)(6) 2015:us pelvis trans abdominal:impression:two small fibroids in anterior and posterior uterine fundus, complex cyst or cystic follicle , left ovary, 1.0 x 1.1 cm. (B)(6) 2015:pelvis us:impression: two small fibroids in anterior and posterior uterine fundus. Complex cyst or cystic follicle , left ovary , 1.0 x 1.1 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("heavy and abnormal bleeding during menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was confirmed placement and full occlusion both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a total hysterectomy and bilateral salpingectomy, approximately 5.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a total hysterectomy and bilateral salpingectomy, approximately 5.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.